Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: introducer, filter, and sheath with long dilator inside are returned. Three secondary filter legs are deformed. Filter legs had penetrated the sheath approx. 20 cm and approx. 24 cm from proximal tip, respectively. These findings may have occurred, when "introducer would not advance". Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance it through tortuous anatomy. Filter legs may be prone to exceed the sheath wall if forcefully advanced through a kinked sheath. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: upon open the package, the physician noticed that the filter detached from the filter introducer. It was replaced with another device to complete the procedure. Additional information received 06nov2015: there was no tortuosity observed in the vessel. When the filter introducer was advanced through the sheath, introducer would not advance. Then, the physician confirmed that the filter leg(s) perforated the sheath. The sheath and filter introducer were removed as a set from the patient's body, and another device was used instead to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.